Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this high out-of-range right atrial (ra) impedance measurements triggered a lead safety switch on this pacemaker. It was noted that the issue was due to a sudden jump in impedance. A boston scientific technical services (ts) reviewed device memory and noted normal device operation with current impedance measurements within range. Ts suggested further lead evaluation. No additional adverse patient effects were reported. This device remains in service.